Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres in 30 seconds, the balloon ruptured at the middle part. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.